Event description:
Event has happened on several separate occasions, 4-5 events have been reported. Needles are found to bend during access and/or deaccess of the port. On two occasions, brand new needles were opened and found to be bent/malformed in the package. Due to bending, it is difficult to deaccess needle using safety feature. Needles are removed without utilizing safety feature, which puts rns at risk for needle sticks.